Event description:
The event occurred in the us. It was reported that an hls set was received with a punctured tyvek (hole). The hole was noticed by opening the box. Pictures of the outer packaging are not available. The set was sent by fedex on a palette. The affected hls set was not used on a patient. No harm to any person has been reported. As the product became unsterile and there is a potential risk for a patient, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.